Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Company representative reported via phone call that the customer is unable to prime. It was stated that the customer would rewind the insulin pump but it would stop when trying to prime and has to rewind several times. The customer also complained about the screen being dull scratched. Customer has difficulty reading the display and has to turn on the back light to see it. The customer is getting a new insulin pump.